Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The reported error along with a primary audible alarm were found in the event history log (ehl). The reported error was not reproduced during functional testing. Although the no fault was found during functional testing, the reported product problem was confirmed based on the ehl findings. The problem source of the reported product problem was unknown. A root cause was not established. The speaker and interconnect board were replaced as a preventative measure.

Event description:
It was reported that the medfusion pump exhibited the following system failure: barrel clamp not detected. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Other, other text: additional information h7, h9. D5 is unknown. No information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).